Event description:
It was reported that the customer was in a hot tub for about twenty minutes with the insulin pump still on. His blood glucose was 190 mg/dl. The customer stated there was fluid under the liquid crystal display. The customer was advised to discontinue use and revert to a back-up plan. There were also scratches noted on the screen of the insulin pump. The customer also stated he was able to read the screen fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.